Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call unexpected restart alarm on their insulin pump. Customer advised when they replace the battery or sometimes for just no reason the device will restart. Troubleshooting for the unexpected restart was performed. Customer advised they have also been experiencing high blood glucose levels but are not sure it is because of the insulin pump. Customer's blood glucose level was 555 mg/dl. The alarm history of the insulin pump showed external ram crc error along with the unexpected restart alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.